Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a 24 x 3.50 promus premier¿ drug eluting stent package seals were open during unpacking.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis and was contained within the carton with the blue closure strip pealed away. No evidence of structural damage to the carton was evident and the carton label was fully legible and accurate. The carton was then opened during examination to reveal the foil pouch packaging & dfu. There was no evidence of damage to the foil pouch packaging or the dfu. There was no evidence of compromise to the product sterility or functionality as a result of this issue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a 24 x 3.50 promus premier drug eluting stent package seals were open during unpacking.